Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Emergency medical services took the customer to emergency room, then to intensive care unit and then hospitalized. The customer's blood glucose level at the time of the incident was 600 mg/dl and their current blood glucose level was 484 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous insulin drip. Insulin pump had low battery alerts even when new batteries changed. Auto mode was not active at the time of the incident. Customer reported symptoms at the time of hospitalization event were confusion, feeling unwell and vomiting. The insulin pump will not be returned for analysis.